Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient had an unknown surgery to correct one pain area. The patient was experiencing inadequate stimulation.